Event description:
It was reported that the user experienced hyperglycemia with the ilet system showing double up arrows and ¿high,¿ fingerstick glucose of 471 mg/dl, and persistent elevations following a usual lunch announcement; an ¿insulin empty¿ alert later occurred, and the user completed a full supply change with guidance. Symptoms included hyperglycemia without ketone testing, medical intervention, or immediate health effects. Outcomes included no hospitalization, no use of backup therapy, and continued monitoring until glucose trended down to 363 mg/dl. Investigation included troubleshooting over multiple calls, verification of an empty cartridge, and a guided cartridge and infusion set change with user confirmation of no visible site or cannula issues. Investigation of this case revealed an unclear root cause for the hyperglycemia with no confirmed device malfunction and a depleted reservoir addressed through normal use procedures. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.